Manufacturer narrative:
Medwatch sent to FDA on 10/18/2007. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Analysis results will be submitted to the FDA in the follow-up report. No additional information has been reported to allergan regarding the serial number of the follow-up report. No additional information has been reported to allergan regarding the serial number of the initial device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur to leakage from the band, the port or the connector tubing."

Event description:
Reported as "leakage of the tubing, just after the port".